Manufacturer narrative:
Examination of the acetabular cup reported to have been loose was not possible as it was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Examination of the returned liner confirms wear of the poly material. There is, however, nothing that appears excessive of note for the length of time implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because the liner had wear and the cup was loose.